Manufacturer narrative:
Part: 04.168.090s, lot: 19p5021, manufacturing site: (B)(4), release to warehouse date: october 16, 2019, expiry date: october 01, 2029. A manufacturing record evaluation was performed for the finished device part: 04.168.090s, lot: 19p5021 and no non-conformance were identified. Product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from (B)(6) reports an event as follows: it was reported that on (B)(6) 2020, a patient with a femoral neck system (fns) was treated with a hip replacement. The hip replacement was not related to the implanted femoral neck system. During the procedure, the surgeon tried to remove the fns, but it was impossible to loosen the screw from the implant. The surgeon tried to remove the screw with an extraction tool, but the tool broke off in the screw head. After this, it was not possible to drill the screw out with an operace drill. The surgeon removed the whole implant with some cortical damage to the bone which did not result in any critical damage to the patient since the bone had to be removed and was covered by the total hip replacement. Procedure was completed with a delay of thirty (30) minutes. Patient status was good. This report is for a femoral neck system implant kit. This is report 1 of 3 for (B)(4).